Event description:
It was reported that the patient had missed the pump refill scheduled for (B)(6) 2013 as the patient¿s mother was in the hospital due to cardiac issues. The patient went to the emergency room as directed by the refill physician. The patient had experienced and underdose including spasms, lethargy, and has had a seizure. Reportedly, the patient has had and does continue to have seizures and the family was not surprised regarding that aspect of symptoms. The patient was rescheduled for a refill on (B)(6) 2013. This device system delivered lioresal. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).